Manufacturer narrative:
Exact date unknown, event occurred a year ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and was no longer taking a charge. The patient underwent an ipg replacement procedure and the explanted ipg was not returned as it was discarded by the medical facility.